Manufacturer narrative:
(B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient; therefore, the root cause for the stenosis and regurgitation remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology. The patient's underlying risk factors includes cad, hld, nyha class ii, htn, and dm ii. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a clinical trial patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years and eight (8) months due to mild aortic stenosis and moderate aortic regurgitation. The tavr procedure was performed with a 26mm edwards transcatheter valve with no paravalvular leak (pvl) and no further issues post-deployment. The patient was noted to be stable.

Manufacturer narrative:
Reference CAPA-(B)(4).